Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation, the right ventricular lead exhibited high impedance. The patient experienced exit block due to tissue site calcification. The lead was capped and replaced. The patient was discharged.